Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2016 with the following findings: a review of the black box data showed no evidence of short battery life. One low battery warning was observed; this alarm was due to normal battery wear. The returned battery cap and battery compartment were observed to be undamaged. The pump was able to power on and successfully perform the ez prime steps. The pump¿s current draws were found to be within specifications. The pump cover was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.